Event description:
Mother of male, reported patient experiencing elevated blood glucose, value not provided. She indicated patient believed the infusion device delayed insulin delivery and that the "beeps were late." Mother reported that infusion device did not display 10 (low cartridge warning) alarm resulting in elevated blood glucose levels. Patient switched to the backup infusion device and his blood glucose level returned to normal. Mother was unable to provide any additional information. She did not report any symptoms associated with the elevated blood glucose. She did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.